Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's primary system controller was unable to be connected to power. The ventricular assist device (vad) coordinator was able to see broken pins in the white lead of the system controller power cable. A successful system controller exchange was performed. The pins were broken in a power module patient cable and a power cord on the controller.